Event description:
Needle left in body after injection [device included injury]. Case description: a consumer, who was using a novofine needle 30g 8 mm, reported that the needle broke off and was left in their side after injecting. The patient reported that the needle detached from the needle plastic it is inserted into, and was left in their body after the injection. According to the consumer the doctor has taken no actions to find where the needle is located and has told them not to worry about it.